Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, access was attempted with a puncture; however, it was not successful and access was obtained using the cut-down approach. Once the blood vessel was exposed after puncture, a 4 french (fr) sheath was advanced, and a 18 fr non-medtronic introducer sheath was advanced as well; however, only the dilator portion of the 18 fr sheath could be inserted. Following 3 attempts to advance the 18 fr sheath, an intimal dissection in the right femoral artery was observed and repair was performed. Following ligation of the blood vessel, an angiography was performed that revealed poor blood flow to the distal area beyond the repaired section; therefore, a bypass was performed from the external iliac artery (eia) to the distal area. Upon exposing the eia, the 18 fr non-medtronic sheath was advanced successfully and the transcatheter valve was implanted. Following the implant of the valve, no conduction disturbance or significant leak were observed. After confirming that there were no other vascular access issues, the bypass for the intimal dissection was completed. On the same day as the implant of the valve, a peripheral blood vessel thromboembolism was observed.

Manufacturer narrative:
Updated data: b5. Added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, access was attempted with a puncture; however, it was not successful and access was obtained using the cut-down approach. Once the blood vessel was exposed after puncture, a 4 french (fr) sheath was advanced, and a 18 fr non-medtronic introducer sheath was advanced as well; however, only the dilator portion of the 18 fr sheath could be inserted. Following 3 attempts to advance the 18 fr sheath, an intimal dissection in the right femoral artery was observed and repair was performed. Following ligation of the blood vessel, an angiography was performed that revealed poor blood flow to the distal area beyond the repaired section; therefore, a bypass was performed from the external iliac artery (eia) to the distal area. Upon exposing the eia, the 18 fr non-medtronic sheath was advanced successfully and the transcatheter valve was implanted. Following the implant of the valve, no conduction disturbance or significant leak were observed. After confirming that there were no other vascular access issues, the bypass for the intimal dissection was completed. On the same day as the implant of the valve, a peripheral blood vessel thromboembolism was observed. Additional information was received that the dissection occurred to the right common femoral artery. The minimum access diameter of the common femoral artery was 4.3 x 6.0 millimeter's (mm). Per the physician, at the time puncture, it was mentioned that the guidewire may not have entered the vessel properly and could have entered the vessel wall. Calcification was present on the posterior wall of the vessel at the puncture site, and the guidewire might have passed through that area which was followed by the non-medtronic sheath causing the dissection of the intima. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the dissection because the dissection occurred prior to dcs insertion; however, the physician indicated that the sheath caused the intimal dissection because it occurred during insertion of the sheath. It was further reported that the valve was implanted in the patient's native annulus, and heparin was administered during the procedure. The patients activated clotting time (act) was monitored every 60 minutes and maintained above 250. The total procedure time took approximately 6 hours with most of the time spent on vascular repair and bypass. The transcatheter aortic valve replacement (tavr) procedure itself took approximately 30 minutes. Additionally, the thromboembolism occurred 1 day following the procedure. Additional information was received indicating that the guidewire was not a medtronic device.

Event description:
Additional information was received that the dissection occurred to the right common femoral artery. The minimum access diameter of the common femoral artery was 4.3 x 6.0 millimeter's (mm). Per the physician, at the time puncture, it was mentioned that the guidewire may not have entered the vessel properly and could have entered the vessel wall. Calcification was present on the posterior wall of the vessel at the puncture site, and the guidewire might have passed through that area which was followed by the non-medtronic sheath causing the dissection of the intima. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the dissection because the dissection occurred prior to dcs insertion; however, the physician indicated that the sheath caused the intimal dissection because it occurred during insertion of the sheath. It was further reported that the valve was implanted in the patient's native annulus, and heparin was administered during the procedure. The patients activated clotting time (act) was monitored every 60 minutes and maintained above 250. The total procedure time took approximately 6 hours with most of the time spent on vascular repair and bypass. The transcatheter aortic valve replacement (tavr) procedure itself took approximately 30 minutes. Additionally, the thromboembolism occurred 1 day following the procedure.

Manufacturer narrative:
Updated data: b5. D4. Full UDI added d10. Continuation of d10: product ID {guidewire}; product lot/serial number {unknown}; product type: {guidewire}; implant date {n/a}; explant date {n/a} h6. Codes pertaining to the dissection were omitted from this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.